Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria.

Event description:
During a procedure, the physician was using the guidewire when they noticed there was a fracture of the distal tip under fluoroscopy and removed the wire with no patient injury. The procedure was completed with no incident.